Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's wife alleges that consumer was going up a curb and the unit flipped causing the consumer to fall out and cut his leg from his knee to his ankle. Consumer's wife alleges two (2) days later, he was riding up a curb and the unit tipped over causing the consumer to fall out and bruise three (3) ribs.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer's wife alleges that consumer was going up a curb and the unit flipped causing the consumer to fall out and cut his leg from his knee to his ankle. Consumer's wife alleges two (2) days later, he was riding up a curb and the unit tipped over causing the consumer to fall out and bruise three (3) ribs.